Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument showed fluid is in the fluid line. The electrode has been heavily used. Part of the electrode has eroded off of the device. Bio debris is present. The wand is bent from use. The irrigation and evac lines have been cut from the device. The power line has been cut from the device. Product was out of the original packaging. No packaging returned. A functional evaluation could not be performed due to the irrigation, evac, and power lines being cut from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include the tip of the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip, vigorous use against bony surfaces. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoid procedure, the procise max coblator ii wand was blocked, and the surgeon passed the wand to the scrub nurse to clean the tip of the wand. While the scrub was cleaning the tip of the wand with a gauze, the nurse noticed that the metal plate of the wand was on the gauze. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.